Event description:
The handpiece was returned to the MFR for svc, and during the investigation an unk liquid was leaking from the device. There was no pt involvement at the MFR during this event. There were no adverse consequences.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. During the investigation it was found that an unk liquid was leaking from the device. A sample was taken for chemical analysis, but the investigation is still in process. A f/u report will be submitted after the quality investigation has been completed.